Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. Event log history was performed and showed that "error 1660" was recorded in history. During analysis, the device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. Service will replace the circuit board to correct the reported problem. The device was also double beeping upon start up and service will replace the downstream sensor to correct this issue. Service will also replace the scratched screen. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "lec 1660 alarms with double beep and had lens scratches". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.